Event description:
The customer reported a pump malfunction, noting that the screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to charge the pump, which successfully resolved the issue temporarily, allowing the screen to turn on. Subsequently, technical support decided to replace the pump, which was within warranty, with a refurbished model featuring updated software. The customer acknowledged the receipt of instructions for returning the faulty pump and confirmed their understanding of the procedures for the replacement pump, including training availability.